Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Beginning on (B)(6)2024, noise can be seen exclusively on the ra channel causing inappropriate atrial monitoring detections. The mean atrial sensing amplitude also increased greatly on this day and has trended high ever since. Pacing threshold and impedance trends remain stable and within normal range. The patient reported no procedures or recent health changes. Lead remains implanted. Should additional information be received, this file will be updated.